Event description:
It was reported the customer had a no delivery alarm during a bolus on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was unable to troubleshoot because the nurse does all of their set/site management and they can't even disconnect from quick release. The customer was advised that nurses could call help line for assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.